Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Visual examination of the provided x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿management of extensive talar osteolysis with agility total ankle replacement systems using geometric metal-reinforced polymethylmethacrylate cement augmentation¿, by thomas s. Roukis, dpm, phd, facfs, et al, published in the journal of foot and ankle surgery, 53 (2014), 108-113; was reviewed. The purpose of the article was to describe a technique for the management of massive cystic changes and bone loss secondary to aseptic osteolysis and subsidence of the talar component of failed agility total ankle replacement systems. The article describes this as an management of extensive talar osteolysis associated with failed agility total ankle replacement systems, they used geometric metal-reinforced polymethylmethacrylate cement augmentation. This technique preserves the subtalar joint and provides immediate component stability and restoration of component alignment and height. It is also a cost-effective alternative to the other available options and still allows for additional revision should late failure occur. The options for revision of the talar component depend on whether the failed system was an agility or agility lp tars. The revisions included a talar component and an insert; sizes were determined based upon which implant was being revised. The authors also report that this technique has not been thoroughly studied to date for revision total ankle replacement. Although, it has worked well in the three patients they have treated, additional study is warranted before widespread use can be advocated.